Event description:
Follow-up identified a coude needle was used to access the epidural space instead of the originally reported epidural needle .

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to access the epidural space due to scar tissue in the surgery area (date of event unknown). As a result, the case was abandoned with no further incident to the patient. Note: no lead was opened or used, hence the issue is being reported under the epidural needle(device information is unknown) the patient's date of birth is currently unavailable.